Manufacturer narrative:
D6: device returned with no lot identification. H6:malformed catridge due to vendor error and the bottom of the cartridge was cracked and damaged and no conclusion could be drawn on how this had occurred. The product complaint analysis team has completed its investigation of the device which was returned. Results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation, yes; cartridge batch number, ckw0465; precock functional, yes; rotation, yes; staple count, 18, and swivel, yes. Functional tests & results: cycled the instrument, yes, and test cartridge batch number, ckw0269. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "device jammed" during surgery may have been due to a malformed and damaged cartridge. The instrument was received in good physical condition and upon opening the bag a partially formed staple was observed to be inside the bag. The firing trigger was partially cycled. Upon examination of the cartridge, it was observed that the cartridge had been malformed when it was molded and the button of the cartridge had been cracked and damaged. The damaged cartridge was removed from the instrument and a test cartridge was secured onto the device. The instrument was examined and found to be functional and was cycled and fired the remaining 23 staples within design specifications and without incident. It was concluded that the malformation of the cartridge was due to a vendor error, but no conclusion could be reached on how the cartridge had become cracked and damaged on the bottom. The appropriate mfg and engineering personnel have been notified of this incident and product inquiry will monitor for additional occurrences.

Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed during the surgery. A new device was used to complete the procedure. There was no pt consequence.